Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracoabdominal aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3420/8124345). The procedure was concluded without endoleaks present. On (B)(6) 2011, the patient was discharged from the hospital. Aneurysm diameter measured 45 mm. On (B)(6) 2011, at the six-month follow-up study, aneurysm diameter measured 46 mm. On (B)(6) 2012, at the one-year follow-up study, aneurysm diameter measured 42 mm. On (B)(6) 2013, a new saccular aneurysm was found near the proximal end of the tag device. The physician reported that it was unknown if the new aneurysm was related to the original tag procedure. On an unknown date, a cook stent graft was implanted to treat the new saccular aneurysm. On (B)(6) 2014, in three-year follow-up study, aneurysm diameter measured 43 mm.

Manufacturer narrative:
Corrected date of discharge.

Event description:
On (B)(6) 2010, the patient was discharged from the hospital. The aneurysm diameter measured 45 mm.